Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / malposition / location of device: uterine lining/ difficulty finding coils') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. 936682, a61113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / discomfort during sexual intercourse"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with ibuprofen, metronidazole (flagyl 250) and surgery (hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain, headache, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, pelvic pain, nausea, migraine and vaginal discharge had resolved and the dyspareunia had not resolved. The reporter considered abdominal pain, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, general abnormal bleeding, nausea, headaches, migration. On the right, it was placed and had 3 trailing coils. On the left, it was placed and had about 5 trailing coils. Date of insertion: (B)(6) 2012, (B)(6) 2013. The essure coils that were noted protruding from the anterior abdominal wall were removed using laparoscopic graspers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: malposition of essure device, left coil was not in the correct position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received: new events abnormal bleeding vaginal, menorrhagia, migraines / headaches, vaginal discharge was added. Event device dislocation was updated as embedded device. Reporter and treatment added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, nausea and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, general abnormal bleeding, nausea, headaches, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received :patient demography and lab data was added. Previously added event "injury" was replaced with events " device migration, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, nausea, headaches". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.